Event description:
It was initially reported that a vns pt had to undergo vns removal surgery due to unk reason. Additional information was received from the office of the treating neurologist indicating the pt was referred for removal surgery of vns due to infection. The treating nurse indicated the pt was diagnosed with autism and would pick at his incision site and try to move the vns generator. The pt's generator was removed and not re-implanted as the pt was seizure free. Cultures were taken of the pt's chest and were positive for (B)(6). The pt was treating with IV antibiotic and is doing well at the moment.